Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that the sheath was in place and it began to leak. There were no reported patient complications. Additional information from the sales representative on 12/10/09 confirmed that the customer is now using the substitute product (B) (4) that was suggested for use and to date is working 100%.